Event description:
Revision surgery- patient's hip became unstable.

Manufacturer narrative:
The root cause of the revision surgery was identified as instability after 8 years of patient use. There was no information reported that showed a material, design or manufacturing problem with the product. The device was not returned to (B)(4) for examination. The device history record was reviewed and one dmr for the 430-05-048 shell was realized for a 0.799+/-0.002" inside radius that was undersized by 0.0005" and was dispositioned accept as it would not impair function. This is the first complaint for this part number. There are no indications of a product or process issue affecting implant safety or effectiveness. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue and implant selection.